Manufacturer narrative:
The complaint device was received and evaluated. Visual inspection of the device revealed a burnt and melted manifold at the 5 o¿clock to 9 o¿clock position, thus confirming this complaint. The suction tube as well as the cord were both cut to the handle. Visual signs of activation were found at the active tip. Upon further observation, the ceramic material as well as a portion of the metal cap at the 5 o¿clock to 9 o¿clock position both seem to be missing. A gap is shown and possibly the ceramic material could¿ve broken off during the failure of this device, however it was stated in the reporting that all broken fragments were removed. The supplier completed a CAPA investigation to address this failure. The lot number of this device indicated that it was manufactured before the new training requirements were implemented. The root cause has been identified as small gaps or low application of the epotek adhesive creating a weak dielectric barrier between the active tip and the surrounding ceramic head, resulting in the failure of melting/ burnt ceramic head material. Training requirements were updated to be performed on a six-month basis. The DHR review indicated that this batch of devices were processed without incident therefore, there is no evidence of manufacturing anomalies on the records reviewed. Review of the depuy synthes mitek complaints system revealed one dissimilar complaint for this lot of devices released to distribution. At this point in time, no corrective action is required and no further action is warranted. However depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
The sales rep reported via phone that the ceramic manifold at the tip of the customer's vapr s90 4.0mm electrode w/integrated hand piece melted and a metal piece fell into the joint during a shoulder arthroscopy. The metal piece was retrieved with a grasper. The case was completed with another like device. There were no patient consequences but a 7-8 minute delay was reported. The device is being returned. When was the issue detected? During the case. What was the failure, and how was it triggered? Melted manifold. If failure occurred near surgical site, were there any fragments generated and how were fragments retrieved? Yes, fragments were retrieved with a grasper. Was there a resulting surgical delay - how long? Yes, 7-8 minutes. Was the procedure able to be completed? Yes. Were alternatives readily available? Yes. Any patient impact? No.

Manufacturer narrative:
Follow-up was needed. Additional information was provided. UDI: (B)(4).

Event description:
The sales rep reported via phone that the ceramic manifold at the tip of the customer's vapr s90 4.0mm electrode w/integrated hand piece melted and a metal piece fell into the joint during a shoulder arthroscopy. The metal piece was retrieved with a grasper. The case was completed with another like device. There were no patient consequences but a 7-8 minute delay was reported. The device is being returned. When was the issue detected? During the case. What was the failure, and how was it triggered? Melted manifold. If failure occurred near surgical site, were there any fragments generated and how were fragments retrieved? Yes, fragments were retrieved with a grasper. Was there a resulting surgical delay, how long? Yes, 7-8 minutes. Was the procedure able to be completed? Yes. Were alternatives readily available? Yes. Any patient impact? No. Based on or buyer response via phone 10-26-2017: how long was the electrode used? Less than 5 minutes. Was it continuous or intermittent? Intermittent use. Was the tip buried in tissue, or could you see the tip at all times? No. The surgeon saw the tip and had full visibility. Was the device involved re-processed or re-used? No. Brand new.